Manufacturer narrative:
If implanted, give date: not applicable, as the product was not implanted. If explanted, give date: not applicable, as the product was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 20.5 diopter intraocular lens (iol) had a cloudy white spot on it that was noticed during handling and prior to insertion. There was no patient contact, no patient injury, and the lens was opened and not used. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/31/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was visually inspected with the unaided eye showing the lens had minor cosmetic damage on both sides of the optic body. The lens was further inspected under magnification confirming surface damage to the optic as well as traces of handling by forceps near the haptics. No embedded particles/inclusions were observed. The complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.